Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery(rca). After pre-dilatation with a 3.0mm balloon catheter, a 3.50 x 20 synergy stent was advanced but failed to cross the lesion and the first half of the stent struts were lifted up. Inflation was performed again and the procedure was completed with a 3.5/24 synergy stent. No patient complications were reported and patient's status was good.